Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced thoracic pain near the lead site. The patient felt as if the lead was the source of the pain and requested to be explanted. The physician did not think the issue was related to the scs system. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted.